Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a backup battery fault was confirmed via log file analysis and product testing. The heartmate iii system controller (serial #: (B)(4)) was returned for analysis and a log file was downloaded from the system controller spanning approximately 1 day (12jan2020 ¿ 13jan2020 per timestamp. On 13jan2020 between 10:02:47 ¿ 15:17:45, backup battery fault alarms activated due to a load test failure. Throughout the log file, backup battery circuit faults intermittently accompanied the load test failures. The backup battery failed the load test due to the loaded voltage being under the acceptable threshold when being compared to the unloaded voltage. The backup battery passed multiple load test throughout the log file prior to failing on 13jan2020. The load test failure errors continued until the backup battery was uninstalled on 13jan2020 at 15:18:14. Following the backup battery uninstalled alarm, backup battery fault alarms continued due to backup battery circuit faults from 13jan2020 at 15:18:17 to the end of the log file. Pump operation was not affected. The backup battery (serial#: (B)(4)) failed to support the system and was not able to charge. The backup battery circuit board was inspected, and the voltage of each battery cell was measured, and no anomalies were found. The output voltage of individual components was measured and compared to a test battery. Analysis of the backup battery circuitry revealed that component u41 was damaged and did not output a proper signal. The system controller underwent preliminary and functional testing. The system controller passed all testing. The root cause of the reported event was determined to be a damaged circuit board component on the backup battery. Heartmate iii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms. Heartmate iii instructions for use section 2 entitled ¿system operations¿ and heartmate iii patient handbook section 2 entitled ¿how your heart pump works¿ addresses how often to charge the 11 volt lithium ion backup battery. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had a replace backup battery alarm. A new backup battery was placed in the controller without resolution of the alarm. The old battery was placed back in the controller and a controller exchange was performed. The suspect controller and backup battery were returned for evaluation. No additional information was provided.